Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery alarm. The customer's blood glucose value was unknown. The insulin pump had failed battery alarm during normal use. The contacts on battery cap were not missing or damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current measurement, active current measurement and self test. No unexpected failed battery test or battery failed power loss alert noted during testing. (B)(4).